Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had low impedance while testing. They replaced the extension and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (serial no. (B(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.